Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. Implant date: (B)(6) 2018. Height: 160cm. Sex: n/a. Pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "the valve is blocked".

Manufacturer narrative:
Visual inspection scratches on the outer housing of the progav 2.0 valve were observed through the visual inspection. No significant deformations or damage was detected. Permeability test a permeability test has indicated that the shunt assistant has a blockage and the progav 2.0 valve is permeable. Adjustment test the progav 2.0 valve was tested and is adjustable to all specified pressures. Breaking force and brake function test the brake functionality test has shown that the brake function operates as expected. However, the breaking force required was not within the specified tolerances. The progav valve was dismantled and inside the valve was a visible build-up substances (likely protein). No visible build-up was observed in the shunt assistant. Based on our investigation, we confirm the presence of occlusion in the shunt assistant. Even though no visible build-up was detected in the shunt assistant, even a small amount of non-visible blood or protein can lead to a blockage and occlude the system. Additionally, it is possible that the deposits observed inside the progav 2.0 valve could have contributed to a blockage of the system in the past. As described in our literature, the problem encountered is one of the known, inevitable risks of hc therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.